Event description:
The customer reported that her blood glucose measured 415 mg/dl on (B)(6) 2011 (no exact time or other history available). When the device was removed, she noted that the cannula had "popped out of her skin" and was bent, but she didn't smell insulin or feel any wetness at the insertion site.

Manufacturer narrative:
The returned device was evaluated and functioned as designed during testing. No manufacturing defects or product malfunctions were detected. While no internal occlusion was noted, one kink was observed in the cannula and the downloaded data from the device showed pulse-width time outs during near the end of the use period. This can indicate that the pump drive was laboring. The customer observed that the cannula had "popped out" of her skin. This will interrupt insulin delivery and contribute to hyperglycemia if it occurs. It is impossible to confirm this condition during laboratory evaluation. The omnipod system user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and advised that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records for the product lot were reviewed and all acceptance criteria were met.